Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after setting up the replacement pump, the customer's blood glucose (bg) level went low (46 mg/dl). The customer consumed sugar, and soda to treat the low bg level; however, the customer's bg level would start trending downwards again. On (B)(6) 2016, the customer went to the hospital due to the low bg level. The customer was treated with dextrose at the hospital, and released on (B)(6) 2016, with the issue resolved, and no permanent damage to the customer. Reportedly, the customer confirmed that the basal rate settings were incorrect (the customer was receiving 8.0 units of insulin per hour, instead of 0.8 units of insulin per hour). The customer was able to change the pump settings successfully. Additionally, the customer verified with tandem technical support that the correct settings had been entered onto the pump. It was confirmed that the customer would resume pump therapy.